Event description:
It was reported to covidien on 07/22/2009 that a customer had an issue with a peritoneal dialysis catheter. The customer reports the pd catheter appeared stretched more than usual when using a beta cap adapter, resulting in a hole within the catheter at the point where the adapter is inserted.

Manufacturer narrative:
(B) (4). An investigation is currently underway; upon completion, the results will be forwarded.